Event description:
Patient paged the vad coordinator on call and reported that he had a "replace system controller" alarm. Patient changed to his back-up controller and then drove to hospital to receive another back-up controller.manufacturer response (as per reporter) for controller, heartmate ii system controller:problem confirmed by thoratec to be a system controller failure, "log file identified a "time base fault" flag just before the system controller switched to back-up mode. This flag is related to an internal time-based self-test that is designed to verify that the microprocessor is operating at the correct speed. The root cause is identified as a capacitor on the printed circuit board that is exhibiting excess variation and high temperature conditions may also contribute to this excess variation."